Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the doctor found the spring wire guide kinked before patient use.

Event description:
The customer reports that the doctor found the spring wire guide kinked before patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation; the rest of the assembly was not returned. Since the rest of the assembly was not returned, this indicates that the assembly was manipulated by the user. Visual analysis revealed the distal j-bend was slightly misshapen and contained offset coils. Multiple kinks were also observed within the guide wire body and biological material observed on the returned guide wire. This makes it unlikely that the guide wire was not used as the kinked parts would have been located inside the protective hoop. The kinks in the guide wire measured 15mm, 250mm, 280mm, and 315mm from the distal tip. The total length of the guide wire measured to be 679mm which is within specifications of 679-687mm per product drawing. The outer diameter of the guide wire measured to be 0.800mm which is not within specifications of 0.838-877mm per product drawing. Since only one guide wire is provided within the reported kit, it is likely that the guide wire returned was not the guide wire that was provided in the reported kit. The guide wire was advanced through a lab inventory ars/introducer needle assembly with minimal resistance except around the kinks. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user "do not withdraw spring wire guide against needle bevel to minimize the risk of possible severing or damaging of spring wire guide. The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. However, the guide wire was returned without the assembly, indicating that the sample was manipulated which contradicts the reported time of discovery. There was also biological material observed on the returned guide wire which indicated it was used. The guide wire also did not pass dimensional inspection which indicates that the wire provided in the reported kit was not the guide wire returned. A device history record review did not reveal any relevant findings on the guide wire or finished kit. Based on the customer description and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the spring wire guide kinked before patient use.